Event description:
Patient undergoing revision total hip replacement due to assumed liner disassociation. During surgery it was noted that liner was still locked into acetabular shell but had significant wear that included a rim portion cracked off which was causing ceramic femoral head to rub on acetabular shell.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found a remarkable worn appearance at the femoral head. It was possible to identify a disassociation event among cup and liner since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. The fracture observed on the poly liner is also evidence of the edge loading that poly liner experienced from the femoral head not being centrally loaded. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as investigation could not retrieve a lot number.